Event description:
The patient was admitted to the hospital with dka and a stroke. The patient was put on a ventilator and given IV's. The patient blood glucose was taken and the result was 28mg/dl and a lab test was 181mg/dl. Controls were in range, a request was made for the return of the suspect device and replacement product was sent.